Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), while attempting lithotripsy with a single use mechanical lithotriptor and with the patient under sedation, the stone became incarcerated. An impaction release procedure was performed, and the procedure was then successfully completed using an olympus back-up device. It was further stated that prior to the impaction, the single use mechanical lithotriptor and handle became slightly detached, and the basket stopped moving partway through the procedure. The stone measured approximately 10 mm in size. No additional harm to the patient was reported.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.